Manufacturer narrative:
The unit was determined to have a power malfunction due to a damaged capacitor printed circuit board, and investigation confirmed thermal damage on the pcb. The root cause was concluded to be a passive component failure of the pcb.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the printed circuit board of the cardiomems patient electronic unit.